Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced bent cannula event on (B)(6) 2026. The blood glucose level was high and the patient was treated with manual injection. The insertion site was lower back. The infusion set was in use within one day.